Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, plug strap separated.

Event description:
Healthcare professional reported left side removal noted as ¿contracture , age¿ and baker grade iii on the rga from the sister lot. ¿left only¿, was checked yes under damaged caused by explant surgery noted as ¿strap broken during explant". Device has been explanted.

Event description:
Healthcare professional reported left side removal noted as ¿contracture , age¿ and baker grade iii on the rga from the sister lot. ¿left only¿, was checked yes under damaged caused by explant surgery noted as ¿strap broken during explant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Plug strap separated: observed broken plug strap side assessed as unidentified (tear) opening. Additional observations: no other observations observed. No further actions are required as the device was implanted.